Event description:
It was reported that this implantable pacemaker was suspected to have exhibited premature battery depletion (pbd). Approximately six months prior, the device showed an estimated remaining longevity of two years. Currently, the estimated remaining longevity had decreased to three months. Subsequently, the device was explanted and replaced successfully with a non-boston scientific product. The explanted device was disposed of and will not return. Outside of the revision, no adverse patient effects were reported. The device was returned.

Manufacturer narrative:
Laboratory analysis confirmed that the referenced device experienced normal battery depletion, the device battery met specification, the power consumption was stable, and the current drain of the hybrid circuit was normal. It was determined that the device experienced difficulty calculating the estimated remaining longevity due to a higher-than-expected remaining battery voltage. This resulted in the observed fluctuations in remaining longevity. However, it is expected that the longevity remaining estimates would have stabilized prior to the device eventually reaching the explant replacement indicator. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion (pbd). Furthermore, there were differing longevity estimates given over the six months from two years remaining to three months. Subsequently, the device was explanted and replaced successfully with a non-boston scientific product. The explanted device was disposed of and will not return. Outside of the revision, no adverse patient effects were reported.